Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 419678 implantable pacing lead, (B)(6) 2014; 693565 implantable tachy lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial lead dislodged one day after the initial implant. The lead was repositioned and remains in use. The patient was reported to be enrolled in the (B)(4) study. No patient complications were reported as a result of this event.